Event description:
The customer reported to olympus, the videoscope image was blurry. The issue was found during reprocessing ahead of an unknown procedure. The procedure was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. During the inspection at repair center, it was found that moisture invaded into the lens and the image was blurry with watermark. The bending section cover was corroded and discolored. There was crystallized material attached to the bending section cover. Video cable and light guide tube was wrinkled. Investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the ingress of water into the device due to the following factors: 1) due to chemical stress during reprocessing, the adhesion between the ccd unit and sakiwaku deteriorated. 2) during reprocessing, the device was immersed in the chemical solution for longer than the required time, and the adhesion between the ccd unit and sakiwaku absorbed moisture. 3) since the device was stored under high humidity, the adhesion between the ccd unit and sakiwaku absorbed moisture. The event can be detected/prevented by following the instructions for use which state the following: 1) "presoak the endoscope only if the endoscope was used in a patient procedure with excessive bleeding or if reprocessing of the endoscope was delayed, allowing debris to dry. Unnecessary long-term immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." 2) "to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." Olympus will continue to monitor field performance for this device.